Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately eight days after the implant procedure, there was displacement of the left ventricular (lv) lead and the threshold was elevated. The displacement was confirmed on x-ray. The lead was reprogrammed by increasing the output and then re-positioned followed by the lead remaining in use. Approximately one month later redness and swelling was noted and the device and leads were removed due to infection. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.